Manufacturer narrative:
According to the customer the user "slipped off the chair and broke his leg". Per the customer the user was transported to the hospital by ambulance. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the user "slipped off the chair and broke his leg".